Manufacturer narrative:
(B)(4) was received by the manufacturer on may 18, 2016. There was no new or additional information provided

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02375.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-02375. It was reported during a recent revision (reference MFR report#1627487-2016-00784) both of the patients' leads had migrated. In addition, a lead fracture was discovered during the same procedure. Reportedly, the physician opted to explant and replace the entire system with an updated system as precaution. The issue is resolved. Concomitant medical products: model 1106(2), scs anchor: implant date: unknown.